Manufacturer narrative:
A ge service representative performed an on site investigation. The receiver cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently lock up with the transmitter not reading disk. No pt injury was reported.